Manufacturer narrative:
Additional information: follow up revealed the capsular tear occurred during the irrigation and aspiration when using viscoelastic. During the cataract procedure, the surgery center reported the vacuum was unstable which lead to the capsular tear. The surgery declined a field service visit and indicated the surgery center switched to using tubing pack model opo71 instead of the opo73 tubing packs since the event occurred. Since the switch to a different model of tubing, there has been no more issues with the vacuum unstable or adverse events. Additional information: (B)(4). No testing of the device could be performed as the product was not discarded, therefore not returned. The lot number of tubing pack was not provided; therefore, the manufacturer record could not be performed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lot number was not provided. The surgery center is reporting this adverse event only and did not request or require field service or clinical support. In addition, the tubing pack was discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a posterior capsule rupture occurred resulting in a vitrectomy. The tubing was discarded. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.